Event description:
Pt implanted with low bend distal tibial plate and distal fibula plate on an unk date. The distal fibula plate was reported to be broken. The distal tibial plate was reported to be bent. Hardware was removed on (B)(6) 2011. Pt was revised to an external fixator and fibula nail on (B)(6) 2011. Tibial plate is available. Fibula plate was discarded by the hospital. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.